Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a loss of prime issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/07/2017 with the following findings: the complaint regarding loss of prime warnings could not be verified in the current black box. The black box data from the date of the alleged event had been overwritten due to continued use of the device. The alleged issue could not be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.